Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Pneumonia is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2026, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2026, the patient was admitted to the hospital due to complications after their tubing placement. On (B)(6) 2026, the patient passed away during hospitalization due to pneumonia. Device was not returned.

Manufacturer narrative:
Additional information added in b3, b5, g3, and h6.

Event description:
On (B)(6) 2026, a patient in netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2026, the patient was admitted to the hospital due to complications after their tubing placement. A computed tomography (CT) scan was performed and diagnosed stomach perforation and a surgical procedure was performed to remove the device. During hospitalization, the patient developed pneumonia and on (B)(6) 2026, the patient passed away. Device was not returned.